Event description:
Ambulance personnel were attending to a pt, condition unk. Allegedly while attempting to monitor the pt, the crt failed to operate properly. There were no adverse effects to the pt reported as a result of the alleged malfunction.